Event description:
The customer reported approximately three (3) milliliters of red tint fluid leaked from under the flowcell cover, within the instrument, involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with the customer via the telephone, and the customer replaced the lower flow cell sample line and resolved the issue. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).